Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis due to reported issue, and the error code 23013 was found, indicating pot to encoder fdfd error, mtml (ssc1), axis 2. The issue confirmed in logs and successfully replicated on sftp. Upon visual inspection, the mtm2 was installed onto surgeon console fixture test platform (sftp) where the 230 error was triggered indicating fault on the axis 2, replicating the reported event. Functional testing on the sftp resulted in a failure on axis 2. Troubleshooting was performed by isolating associated components, including the motor cable and sensor assembly, which were removed, inspected, and tested with no faults identified. Based on this isolating process, the axis 2 motor assembly was determined to be the root cause of the failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 23013 occurred repeatedly. The technical support engineer (tse) checked the error logs and found errors 23008 and 23013 against axis 2 of the left master tool manipulator. The error could not be recovered. The procedure was aborted, with no reports of patient involvement.